Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump, and the customer will continue using the current pump as backup therapy.